Event description:
It was found during a baxter evaluation that a pump failed to detect and upstream occlusion. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Initial testing found the device would not detect an upstream occlusion. Additional testing was unable to reproduce the failure. The pump passed all additional testing but will be calibrated to ensure proper functionality.